Event description:
The customer reported that the sys displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep was unable to duplicate the communication error issue. The svc rep reseated the power supply one and replaced the monitor. The sys was tested and found to be working as intended and put back in svc.